Event description:
A customer reported a pt experienced a posterior capsule (pc) tear during the polishing phase of cataract surgery. The surgeon reported the tear was caused by a "bump" on the I/a (irrigation/aspiration) tip. Add'l info provided from the surgeon indicated "thin posterior chamber was considered as an other reason of pc tear. I thought the root cause of the pc tear was the shape of the I/a tip, but I believed the movie of the operation; I thought the tear was caused by the force pulling sideway of the posterior capsule." There was no treatment required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary info becomes available. (B)(4).